Event description:
During a phacoemulsification procedure, the doctor reported that the footpedal stopped working and was not able to be restarted. The clinic did not have a back up footpedal. A footpedal was located at another facility and installed with the machine, and the cases were continued. This event resulted in an approx 2 hour delay of surgery for one case; however, there were no adverse effects to the pt.